Manufacturer narrative:
On 9-dec-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a varipulse catheter and after first few ablations, the physician noticed that the knob was able to be turned, but the loop of the catheter was stuck in full contracted position. There was no other physical damage noted. The catheter was replaced with a new one. There was no difficulty in removing the catheter and no consequences for the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, deflection and contraction test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. Deflection testing was performed, and the deflection mechanism was not working correctly. The contraction mechanism was not stuck, the loop was found relaxed; however, the catheter did not meet the contraction specification, and waviness along the shaft was observed during the test. Due to the waviness condition, the shaft was dissected and entanglement components were observed. Afterward, the device handle was dissected, and the contraction compression coils were found slipped down from its place causing a deficient on the contraction of the loop and contributing to the waviness of the shaft and deflection issue. A manufacturing record evaluation was performed for the finished device 31643515l number, and no internal actions related to the reported complaint condition were identified. The contraction issue reported by the customer was confirmed. The root cause for the waviness, deflection and the contraction issues are traced to manufacturing process. The instructions for use (IFU) contain the following information: ¿verify that the loop on the catheter tip contracts and expands properly. To contract the loop, point the catheter away from the user and, with the rotating contraction knob on the handle facing the user, turn the rotating contraction knob clockwise until the minimum diameter of the loop is reached. To expand the loop, turn the rotating contraction knob counterclockwise until the maximum diameter of the loop is reached. This product issue will be addressed through the quality system via an internal action. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a varipulse catheter and after first few ablations, the physician noticed that the knob was able to be turned, but the loop of the catheter was stuck in full contracted position. There was no other physical damage noted. The catheter was replaced with a new one. There was no difficulty in removing the catheter and no consequences for the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).